Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (architect c4000, serial number (B)(4) ) was inspected, and various diagnostic checks of the system and multiple parts replacement were performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity and parts replacement were performed by the fse. The labelling review provides adequate information related to the issue. A review of the tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported a falsely elevated magnesium result on the architect c4000 analyzer for a patient. The following data was provided (reference range: 1.7 - 2.5 mg/dl): on (B)(6) 2020 sid (B)(6) = initial result = 2.3 mg/dl, repeat = 1.3 mg/dl. There was no impact to patient management reported.